Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have passed out and paramedics were called. Customer went to the hospital on (B)(6), 2015 with blood glucose of over 230 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated and was reported to be ok and customer was released. Customer states that blood glucose lowered with insulin pump and believes issue was not due to insulin pump. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for high blood glucose.